Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to MFR that a system diagnostic test revealed high lead impedance when the vns pts' device was tested at a routine office visit. Additionally, it was reported that the pt experienced a recent increase in seizure activity, not above pre-vns baseline. The physician reviewed x-rays to examine the continuity of the system, and it was reported that it appeared a portion of the lead was frayed. Further follow up with the physician revealed that the pt is handicapped and wears a helmet and it is possible that the pt had a fall or manipulated the device. The doctor was not certain of the cause of the reported lead break. Surgery is scheduled to have the generator replaced prophylactically, and to replace the problematic lead. Attempts to obtain the x-rays for review are underway.